Event description:
An 8/6mm amplatzer duct occluder (ado) implant was attempted but removed due to mis-sizing. A 10/8mm ado was then deployed through a 6f amplatzer torqvue 180 delivery system (dtv180) but the position was not satisfactory. Attempts of recapturing the ado into the 6f sheath were unsuccessful as the retention skirt would not collapse into the sheath. A 9f amplatzer torqvue exchange system and an 8f guide catheter was used to exchange the 6f dtv180 for a 9f dtv180. The ado was recaptured, redeployed and released. Upon release the ado shifted into an unsatisfactory position and was subsequently removed using a snare. The patient will be referred for ligation of the duct.

Manufacturer narrative:
(B)(4). No known impact or consequence to patient.difficult to remove; unintended movement.sjm could not evaluate the ado involved in this incident since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number for the affected product was not provided to sjm.the cause for the reported event remains unknown.